Event description:
The customer contact reported an adverse patient event following an alarm condition. At an unspecified time, the device was programmed to deliver tpn for a duration of 12 hours. No further programming parameters were provided. Between 2200 and 2300, a new solution container was programmed and the delivery was started. After approximately 5 minutes, the device sounded an audible alarm. The patient's husband powered the device off and after the device was powered back on, the device alarmed again and the device was powered off. At this time, the patient's husband did not notify the homecare agency. In 2007 at an unspecified time, the patient developed "mild headache" and "felt ill with flu like symptoms." At this time, the patient's husband notified the homecare agency. At approximately 1000, the patient's husband resumed therapy using gravity flow until a replacement pump was delivered. Customer contact stated that "half" of the dose was delivered via gravity flow. Therapy was resumed using a replacement device. No medical interventions were required. There were no reported adverse patient sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not completed.